Manufacturer narrative:
(B)(4): method - lens work order search. Results - visual inspection of the returned product showed the lens was returned in liquid and a piece of the haptic plate was missing. A lens work order search was performed and there were no similar complaints found. Conclusion (no conclusion can be drawn): based on the complaint history, work order search and product eval, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the cc4204a collamer plate lens got stuck in the chamber. No pt contact. Further info was requested but not yet rec'd. If any add'l info is obtained, a supplemental medwatch form will be submitted.